Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (> 500 mg/dl) while wearing the pod for 8 hours. The patients doctor states "they changed the batteries as they thought that the batteries were dead and the pod that is worn has been worn for only 8 hours is now displaying on the personal diabetes manager (pdm) that the pod or basal is empty". Once at the hospital the patients pod was removed and they were given an intravenous drip of insulin. The patient is currently still in the hospital at the time of the call. The pod will not be returned as it has been discarded.